Event description:
It was reported that the patient did not feel stimulation sensation. The patient had met with a manufacturer representative on (B)(6) 2012 and was feeling stimulation at the end of the appointment. The next morning, she woke up with no stimulation sensation. The patient stated she was advised not to adjust stimulation for 10 days, but increased from 2.4 to 3.0 volts and still did not feel any stimulation. The patient was uncertain if she was receiving therapeutic benefit. Additional information received reported a manufacturer representative assisted the patient in adjusting her stimulation over the phone. At the last interrogation, all electrode configurations but three showed impedances over 4000 ohms; the three that did not show high impedances were loaded into her patient programmer. After changing the settings the patient felt stimulation appropriately.

Manufacturer narrative:
Continued from concomitant medical products. Lead model 3889-28 lot# v300180 implanted (B)(6) 2009 explanted unk; programmer model 3037 serial# (B)(4).